Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window, and the soft cannula not visible through the bottom housing window. A rotational sensor malfunction was observed in conjunction with the pod generating an 0x41 hazard alarm indicating rotational sensor maximum summed error table. The pod arrived in pod state 15 delivering 47 total pulses, 36 of which were in first prime. The pod did not run enough pulses for the needle mechanism to deploy. The pod was reset, connected to an unused pdm and programmed a 5u bolus successfully. The pod replicated the rotational sensor malfunction. Inspection of the rotational sensor assembly found no damages or manufacturing defects that would cause a malfunction. The cause of the rotational sensor malfunction and subsequent 0x41 hazard alarm could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.6 cloud - smartphone operating system 18.3 cloud - smartphone hardware iphone12.1 cloud - cgm sensor type g6.